Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No contact information provided, therefore, no follow up could be conducted. Maude report number: mw5094988.

Event description:
It was reported that during an hand assist laparoscopic kidney removal, surgeon using stapler across vessels, on first use, stapler failed to reopen from tissue. Using hand port, second surgeon tried to release vessels at which time vessels detached from below stapler. Manually controlled bleeding from artery and vein while other surgeon worked to free the stapler. Required use of manual release system on device. Vascular clamp used to control bleeding, new stapler with different lot number obtained and used to complete process. Blood obtained, one unit given in operating room, surgery completed with hand assist laparoscopic technique as planned. It is unknown if the device is available for return.